Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed. A customer replacement has been issued as this device has been retired to engineering for eval.

Event description:
A system error 322 alarm was found in the history log of a pump that was evaluated during a site visit. Any pt involvement, injury or medical intervention is unk.